Event description:
It was reported that a 465cc mentor memorygel breast implant prosthesis had a visible imperfection when they opened the box during a breast surgery prior to being implanted into the patient. The implant was not used and there were no reported delays nor adverse events or patient outcomes.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 18, 2022, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that the breast implant was found to have scratches mark on the posterior view, at the patch area. Leak testing was performed, according to the mentor procedure, and no leak sites were detected during the analysis. Since during production all devices pass through several inspection points, it cannot be confirmed the scratches on the patch of the device were the result of a manufacturing defect. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. Manufacturer¿s reference number: (B)(4).